Event description:
Event description guidant received information that this pacemaker, which had been lost to follow up, upon interrogation in the emergency room, displayed beginning of life and, a few minutes later ift was displaying the battery as just under half full. The field clinical representative had changed the mode switch from vdir to ddir. The patient was in atrial fibrillation. The fcr called technical services for assistance with this.